Manufacturer narrative:
It was further reported that the patient had a sustained ventricular arrhythmia and received shocks from their implantable cardioverter defibrillator on (B)(6) 2016. The patient was treated with a beta blocker to slow their heart rate and the event was deemed resolved on (B)(6) 2016. The principal investigator indicated the arrhythmia was not related to the vad system or procedure and was related to the patient's condition. The vad remains in use. No further adverse events have been reported as a result of this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. The root cause of the reported event cannot be conclusively determined. Possible clinical factors that may have contributed to this event include the patient's pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient was admitted with fever and signs of leukocytosis on (B)(6) 2016. The patient was treated with antibiotic therapy (vancomycin and cefepime) following admission. The patient tested positive for streptococcus bovis bacteremia and therefore the antibiotic was changed to ceftriaxone. The patient was managed during the remainder of the hospital admission and was discharged on (B)(6) 2016 on a 6-week antibiotic course. It was undetermined if the infection was related to the device system. The event was deemed resolved on (B)(6) 2016. The ventricular assist device (vad) remains in use. No further adverse events have been reported as a result of this event.